Event description:
This ra lead was implanted on an unknown date and still remains implanted at this time. In a case on (B)(6) 2018 it was noted on (B)(6) 2016 that the lead exhibited undersensing and far-field sensing noted. There was no known information about the facility and physician. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).